Event description:
The pump stalled. Multiple attempts were made to restart the pump, but were unsuccessful. The pump was explanted. There was reported to be no pt injury. It was noted that the pump was used in a child to dispense interferon which is an unlabeled drug for the pump.